Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is available, a supplemental report will be submitted.

Event description:
It was reported that a farawave catheter presented a guidewire stuck. The issue was noticed at the end of pulse field ablation faraview procedure, when the catheter was taken out of the sheath. The guidewire lumen was kinked even when the catheter closed. The lumen of the wire was still tilted and kinked. The procedure was completed without patient complications.